Event description:
It was reported that non-sustained rv oversensing due to myopotentials was observed during an in-clinic check via a review of egms. Programming changes were made. The patient was in stable condition with no adverse events.